Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken ceramic sleeve. A missing piece approximately 0.1220¿ x 0.094¿ was missing and not returned. The ceramic sleeve did not exhibit scratch marks. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the metal ring around the permanent cautery hook instrument was broken. There was no report of patient involvement.